Event description:
The surgeon implanted an acetabular shell without event. Upon trying to seat the liner, the liner was 2-3 mm proud. Moderate hand pressure was applied without effect. A second liner was called for, but no avail. An impactor with a 28mm plastic bill was employed finally. A number of short raps with the mallet deformed the locking ring of the shell. A second shell was called for, and a liner was manually seated in that shell witout event.